Manufacturer narrative:
Insulin pump passed the self-test and unexpected restart error test. No external error, displayable history check failed on startup, the flash is incorrect for factory stored information, or unexpected restart alarm noted during testing however, displayable history check failed on startup alarm found in the alarm history file due to corrupted history file. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Unit error "the device returned invalid entries; all data read will be discarded" during upload to carelink pro software. The fault was isolated to the mother board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed displayable history check failed on startup, the flash is incorrect for factory stored information, unexpected restart, and external error. The customer was unable to upload his insulin pump at the doctor's office. Last month the battery died and he was unable to replace it for a few days. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.